Event description:
It was reported that pump screen was dark and would not turn on despite attempts to wake display, remove pump from case, and plug into working power source, and pump showed red light and periodic vibration. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections for backup insulin therapy, and technical support arranged replacement pump, provided instructions for placing pump into storage mode and returning it within specified timeframe, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.